Manufacturer narrative:
Neither the catalogue number nor the lot number was available thus neither DHR nor fal could be completed. Cerebral hemorrhage, with death as an outcome, is a known potential adverse event associated with the use of the enterprise vrd device and is listed in the IFU as such. There is no product specific information available and the device remains implanted thus no DHR/fal could be performed. All devices undergo a 100% inspection prior to release for marketing. Review of the information suggests that patient vessel anatomy, target lesion characteristics and procedural issues may have contributed to the reported event. UDI: lot number not available, device implanted and not available for return, UDI not available.

Event description:
It s was reported that this (B)(6) female patient with a basilar apex aneurysm described as 2.5mm, saccular and ruptured had an enterprise stent implanted and experienced a re-occurrence of the cerebral hemorrhage from the target aneurysm with the outcome of death. Stent-assisted coiling (sac) allows endovascular treatment of complex shaped and wide necked intracranial aneurysms, which are challenging for conventional coil embolization (cce). Under institutional review board approval, we retrospectively analyzed the imaging and medical charts of 356 consecutive patients with 385 aneurysms coiled between (B)(6) 2001 and (B)(6) 2010. Coiling in all patients was performed under general anesthesia approach in a sterile environment using a common femoral artery approach (except for two brachial) and full anticoagulation with heparin. Heparin anticoagulation was delayed until placement of the initial coil in ruptured aneurysms. The activated clotting time was kept at 250 or higher during all procedures. In unruptured aneurysms treated with sac, the patients received a dual antiplatelet therapy, including 75 mg of clopidogrel and 325 mg of aspirin for 5 days before stent placement, and dual anti-platelet therapy for 6 months following the procedure. In ruptured aneurysms treated with sac, the patients received a weight adjusted bolus dose of abxicimab (reopro, 0.25 mg/kg intravenous bolus) at the time of stent deployment followed by 150 mg of clopidogrel and 650 mg of aspirin 12 hours later, and followed by 75 mg of clopidogrel and 325 mg of aspirin daily. Ventricular drains were placed prior to sac interventions in the cases of ruptured aneurysms. Navigation and subsequent deployment of the enterprise stent was significantly more often successful as compared to using the non-codman stent. The enterprise was delivered to the target site. However, during attempts to navigate the microcatheter through the stent, the aneurysm re-ruptured. At this point a second stent was deployed across the aneurysm neck, the patient eventually dies due to complication of the sah (subarachnoid arterial hemorrhage) related vasospasm. At the time of complaint entry there is no catalogue or lot number information available.

Manufacturer narrative:
(B)(4). Corrected sections: unchecked: ¿foreign¿, ¿consumer¿, ¿user facility¿, ¿health professional¿, and ¿company representative¿, checked: ¿literature¿. The purpose of this MDR submission is to correct the event type to ¿death¿. It was previously entered as "serious injury".